Event description:
It was reported that this patient fell, unknown date, unknown injuries. Since the patient fell, this implantable cardioverter defibrillator (ICD) device and non-boston scientific left ventricular (lv) lead have been exhibiting high, out of range pacing lead impedance (greater than 2000 ohms) and loss of capture. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)